Event description:
Reporting status: serious injury/attempted medical intervention/permanent damage. Reporting rationale: dislodged stent, attempted medical intervention; however, the stent remains in the patient's femoral artery. Device issue: dislodged stent. It was reported that during the procedure the balloon ruptured; therefore, incomplete expansion of the stent occurred and the stent dislodged from the balloon. The stent was snared out of the coronary, but migrated in a small branch of the femoral artery. No further intervention was performed and reportedly, there were no patient complications. No additional event or patient information is available.